Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four images of a device. Three images were of chinese writing. The fourth image noted the needle was detached from the suture. The needle was observed to have broken at the swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke and disengaged into the patient¿s cavity. The needle was completely retrieved. A new device was used in order to complete the case. There was no patient injury involved.